Event description:
It was reported, the pt was experiencing a burning sensation at her ipg site when stimulation was on or off. It was noted, the burning sensation was more intense with the stimulation on. F/u pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.